Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received results of 10 mg/dl and 62 mg/dl within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. On a different date customer received results of 433 mg/dl and 196 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.